Event description:
Reportedly, the doctor placed the instrument over the bowel, fired and the staples did not form properly. Used another instrument to complete the case. Unanticipated tissue loss occurred. The patient had a colostomy performed per rn in the procedure.